Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure and after several activations, the surgeon couldn't close the jaws anymore without pushing the activation button and closing the handle completely. No patient issue because the issue occurred at the very end of the procedure.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the front I-beam pin ring missing. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) the missing pin ring did not affect the opening and closing of the jaws during functional testing.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.